Event description:
It was reported the patient had to seek medical attention at the hospital on (B)(6) 2025, due to high blood glucose (bg) levels reaching 612 mg/dl that did not decrease after multiple boluses, resulting in diabetic ketoacidosis (dka). She experienced symptoms of vomiting, large ketones, and high blood glucose levels. The patient was hospitalized for a day and a half and discharged on (B)(6) 2025, at 2 pm. The treatment provided included intravenous (IV) fluids until her results normalized. The patient's mother stated that the cannula did not insert into the skin, leading to insulin leakage. There were no recent messages or alarms on the omnipod 5 app. The mother confirmed familiarity with the pink slide on the pod, which had moved forward. There was no redness or swelling at the pod site. The pod was removed and discarded at the hospital. The pod was worn between 4 and 24 hours on the abdomen.

Manufacturer narrative:
Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7. According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.